Manufacturer narrative:
Additional information: g3, h3, h6. Visual evaluation of the customer-provided pictures noted a main pump tubing neoprene sleeve flattened. Refer to attachments. The complaint allegation is confirmed based on the customer-provided pictures. Based on the information provided, arthrex was able to conclude a most likely cause. The most likely cause is user error due to disconnecting/reconnecting tubing which may result in pump pressure errors.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/21/2024, it was reported by a arthrex employee via (B)(4) that an ar-6410 main pump tubing neoprene sleeve flattened. This was discovered during use in a case with no patient harm.